Event description:
It was reported that during a rectal procedure, the surgeon stapled the rectum and he got a good staple line proximal but no staples distal; the rectum was open. He tried to find staples on the rectum or in the pelvis but did not find any staples. A competitor's instrument was used to complete the procedure. The outcome of this event was hospitalization. The condition of the patient immediately after the event was stable.

Manufacturer narrative:
(B)(4). Information provided by the hospital on (B)(6) 2011: the patient left the ward last week. She had massive pulmonary emboli and was in pretty bad condition for a while, but hopefully better now. Patient is scheduled for a follow-up in the beginning of (B)(6). Stoma closure are at the earliest of 1/2 years, predicted that no leaks will be found the analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4) = treatment with medication; (B)(4) = (dehydration, fatigue). Additional information received on 05/17/2011: per the surgeon, "I have now put together a short presentation on what has happened [see below]." Unfortunately, the patient returned yesterday with stoma flows, dehydration, nausea and fatigue. The suspicion of a pelvic abscess was verified by the CT. She was then put on antibiotic. The most common reason for abscess is anastomosis leakage which the patient is assumed to have. Time will tell how things will work out for her and if we will be able to put down the stoma or not. A problem with ongoing infection is that she would need adjuvant chemotherapy (due to metastases in the lymph node) but that treatment can't be started as long as the infection exists. The chemotherapy must begin within 6-8 weeks after surgery. Presentation from surgeon. The patient is a (B)(6) female. She has both epilepsy and hypertension that has been tablet-treated. Other than that, the patient is healthy. She stopped smoking ten years ago. The patient is diagnosed with rectal cancer on a ten centimeter level, the investigation can't show metastases. Pre surgery, the patient received a short radiotherapy with 5x5 grey and is scheduled for surgery the week after. The patient has surgery the (B)(6) 2011 with a low frontal resection and relieving loopileostomi. The dissection is following the normal process with surgery according to tme. The rectum is rinsed and is stapled with contour. Sigmoideum is inspected with intact staple rows. The end of the rectal is not inspected further due to it being pulled in and hard to see. After that, approximately 30-40 minutes is given to settle down the left flexur and to sow in the top of the circular stapler. Before the circular stapler is entered into the end of the rectal, I ask assisting dr (B)(6) how long the end of the rectal is. That is, when I see her finger shown through an open end of a rectal. No staples are shown. The end must now be freed a couple of more centimeters so it can be stapled again and the anastomosis can be performed. It ends up on a 2-3 centimeter level. The patient has a laborious postoperative lapse with high stoma flows and repeated episodes of cramping. She is finally discharged the (B)(6) 2011, but is back at the hospital on the (B)(6) due to stoma flows, nausea, and fatigue. CT is showing abscess presakralt in the small pelvic so a treatment with antibiotics begins.